Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid via an implantable pump. The indication for use was spinal pain. The healthcare provider reported the patient arrived at the ER (emergency room) obtunded and they had to administer narcan. The healthcare provider stated that the patient was being over medicated, and they would like the pump turned down. Contact information was provided for the nas (national answering service).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.